Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the devices are providing inaccurate sp02 readings. Customer reported that the "sensors are falling out of 3% tolerance level" when tested against a non-masimo device. It was also reported that during the event, the devices were being tested in the clinical engineering department prior to being placed in a clinical environment. There was no patient involvement.